Event description:
A 3.0mm x 30mm length ave gfx stent was inserted into the right coronary artery after predilation with a 1.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion following inadequate predilatation, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The pt was sent to surgery and a cutdown was performed for removal of the stent from the femoral artery. Subsequently, no further treatment was performed to the target lesion. The physician followed the instructions for removal of an undeployed stent, however, did not perform adequate predilation of the target lesion. There was no product complaint from the physician and there is no further info available from the user facility.